Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 23. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.